Manufacturer narrative:
Date of event: used the first date of the month of the site report date as the specific date was not provided.

Event description:
It was reported that a tip detached and remained in the patient. The patient presented or a percutaneous coronary intervention. Vascular access was obtained via the right radial artery. The totally occluded target lesion was located in the anterior descending artery. A flexible metal 6f guide catheter was advanced and the left coronary artery was cannulated. A 190cm, straight-tip fighter guidewire was advanced on this high support coronary angioplasty guide positioning it against the total occlusion but after several attempts the device could not cross the lesion. To optimize support, a 2.00 x 8mm coronary angioplasty balloon was positioned in front of the lesion and torque movements were performed in the angioplasty guide, making it advance to the middle segment. The distal end of the guide fractured and was lodged intravenously by the tissue of the total occlusion. There was no evidence of dissection or rupture of the vessel. The patient was asymptomatic and hemodynamically stable so faced with failure of the percutaneous strategy, the procedure was cancelled.